Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced hyperglycemia after a meal announcement, with glucose levels reaching 294 mg/dl and subsequently exceeding 300 mg/dl despite no observed infusion set leakage or tubing kinks; the user was using a contact detach infusion set and received troubleshooting and education to monitor glucose and change pump supplies. Symptoms included hyperglycemia without dizziness, loss of consciousness, diabetic ketoacidosis, or other acute effects. Outcomes included no use of backup therapy, no ketone testing, no professional medical intervention, and no need for assistance beyond routine support. Investigation included counseling on infusion set change and follow-up outreach. Investigation of this case revealed no device alarms, no identified hardware malfunction, and an unclear cause of the hyperglycemia event. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.